Event description:
It was reported that the patient stated pico 7 had all lights on. Patient stated the device was not dropped. Informed patient the device was no longer functioning. Referred to rotech/hcp for possible device replacement. No further information is available.

Manufacturer narrative:
H10: h3,h6: we have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as the lot number provided is not a recognized lot number for this product and no part number was provided. However, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review found similar instances. As no product could be returned, a thorough evaluation of the device could not be carried out. The device was intended for use in treatment. It was reported that all indicator lights were solidly illuminated. This means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.